Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a sensor error alert. The customer also reported experiencing a low blood glucose of 50 mg/dl. The customer stated they have treated their blood glucose with juice. The customer declined to troubleshoot for their low blood glucose. Customer declined to return the sensor for analysis.